Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's circumflex artery. Approx one hour post stenting procedure, chest pain, bradycardia and cardiac arrest occurred. The pt beleives the death is temporarily related to the stenting procedure. The role of the stenting procedure in this event remains unclear.